Event description:
It was reported that during clinic follow-up, it was discovered that the right ventricular (rv) lead exhibited intermittent sensing due to the lead was dislodged. The lead repositioning procedure was performed. The patient was in stable condition.